Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effects listed from the literature article can not be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment, article, titled: "use of the percutaneous vascular surgery device for closure of femoral access sites during endovascular aneurysm repair: lessons from our experience."

Manufacturer narrative:
Date of event: estimated date. The device is not being returned for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional patient effect of death referenced is being filed under a separate medwatch report number. Article titled "use of the percutaneous vascular surgery device for closure of femoral access sites during endovascular aneurysm repair: lessons from our experience".

Event description:
It was reported through a research article identifying prostar xl devices that may be associated with technical failures (unable to advance the device, needle deployment, unable to retrieve needles, knot slippage difficulties) resulting in bleeding, occlusion, pseudoaneurysm, surgical intervention, thrombectomy, hypotension, hematoma, dissections, distal emboli, limb ischemia, wound seromas, infections, retroperitoneal bleeding, cardiac arrest and death. Specific patient information is documented as unknown. Details are listed in the article, titled: "use of the percutaneous vascular surgery device for closure of femoral access sites during endovascular aneurysm repair: lessons from our experience".